Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
High left ventricular threshold was noted due to lead dislodgement. The reported lead was insulated and replaced. There were no other anomalies noted with the old lead. The patient is in stable condition.